Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 6949-65 implanted: (B)(6) 2006; 4076-52 implanted: (B)(6) 2006; 4194-88 implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was was premature battery depletion. The device was explanted and replaced. It was also reported that there was high impedance and high/unstable thresholds on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.